Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed a faulty printed circuit board caused no image to display. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined no image was present, likely caused by failure of the dx printed circuit board. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not pushed out of the serial digital interface (sdi) port. The problem, as reported to olympus, was first identified during maintenance. Upon inspection and testing of the device by olympus, it was confirmed an image was not present due to a printed circuit board malfunction. This report is submitted due to the printed circuit board failure. There was no patient injury, associated with the problem, reported to olympus.